Manufacturer narrative:
Unable to verify manufacture mode due to critical pump error. Insulin pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Drive/motor was inspected and no drive/motor anomaly was noted. Motor passed the motor test. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had motor error during basal. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.